Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a post operative clinical study with clinical ID: m120702023 spinal therapy. It was reported that the patient had postsurgical intense lumbar pain. Relevant assessment/allegation - disease: possible was an assessment for product/therapy/procedure relatedness made by the sponsor - yes relevant assessment/allegation - mdt general surgery related. Ae (signs, symptoms): postsurgical intense lumbar pain; ae diagnosis: pain; actions taken: other action, specify: facet infiltration; ae outcome: ongoing; approximate duration of back pain symptoms that resulted in planned surgery: 48 months; approximate duration of leg pain symptoms that resulted in planned surgery: 48 months; how long has the patient been treated with conservative care? (Complete 0 if no care); 48 months; spinal injections/nerve blocks; pain medications; respiratory disease (copd, asthma); nonsteroidal anti-inflammatory drugs (nsaid's): twice per day: lumbar spine; codeine / dihydrocodeine / tramadol containing medication(low potent analgesics): twice per day: lumbar spine; anxiolytic medications: 3 or more per day; lumbar spine; there were no further complications reported regarding the event. Additional information received on 2020-nov-02: ae1 date update: 30-oct-2020 ae diagnosis: lumbar pain ae seriousness: yes, led to a serious deterioration in the health of a subject that resulted in medical or surgical intervention to prevent permanent impairment of body structure or function. Ae relatedness: probably related to general surgery or lumbar fusion procedure.